Event description:
Procedure type: bowel resection. According to the reporter: approx 2-3 weeks post op, pt returned after a small bowel resection was performed. There was a leak at the corner of the anastomosis. The pt was returned to the operating room. Leak was found at re-op. Pt did have other comorbidities which could have attributed to leak. Unanticipated tissue loss occurred. Additional incision due to re-op. Additional re-op time of 2 hours. No blood loss. No other info available at this time.

Manufacturer narrative:
(B)(4).